Event description:
Independent repair center: customer alleged alarming/red light and the key failure was not identified. Provider states unit is not alarming, could not duplicate customers complaint. Provider states repaired multiple leaks within the unit. No new parts needed.